Event description:
An angio-seal sts platform device was used to seal the arteriotomy site post percutaneous coronary diagnostic procedure. The patient returned for percutaneous coronary intervention (pci) procedure. During the procedure, there was difficulty with the puncture, but the physician managed to gain access and the prodedure was perfomed. A pre-deployment angiogram of the site suggested vascular insufficiency and a further angio-seal device was not deployed. The patient reported to the physician that she had symptoms of claudication in the leg since the diagnostic procedure. The patient was referred for surgical review. The physician alleges this was caused from the previous angio-seal device.